Event description:
A site purchasing representative reported that their vertek arm will not lock properly and requested a replacement. This issue was discovered outside of surgery and this vertek arm is no longer in use at the site. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect device finds the starburst end of the vertek arm will not lock down. Mechanical issue directly caused event.